Manufacturer narrative:
On 30-jul-10, device qc performed.

Event description:
Initial report received on (B)(6) 2010 from a physician via a company representative. A female pt experienced swelling and induration on nasolabial folds 14 months after the third injection of poly-l-lactic acid (sculptra). Prior to these symptoms, she presented with an infectious episode of rhinitis. Corticoid cream was prescribed. At time of reporting, action taken and outcome were unk.